Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported being prescribed oral medication for inflammation inside the eye and eye drops for high pressure/glaucoma. The patient also reported was hit in the eye, the lens slightly rotated and was treated by another doctor. The surgeon reported the patient is a steroid responder, with the need for intraocular pressure lowering drops while on steroids following icl surgery. The drops were decreased when the steroid was decreased. The inflammation was resolved. The surgeon reported the event was not related to the device. The icl remains implanted, the patient's prognosis is great and visual acuity post-op was 20/20.

Manufacturer narrative:
(B)(4) method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - according to the report, from the implanting surgeon dated on (B)(6) 2013, patient had experienced blunt trauma ("hit in the eye") and was treated by another surgeon two and a half weeks prior to the last visit ((B)(6) 2013). The icl remains implanted and the prognosis was great (va: 20/20). It should be noted that right after icl implantation, in 2012, patient was diagnosed as "steroid-responder" and was prescribed additional therapy (combigan+lumigan eye drops) for treatment of elevated iop. Those eye drops were prescribed for a duration of steroid drops use and were discontinued after the elevated iop was resolved without consequences. Steroid treatment is normal postoperative regimen after icl implantation and may induce the development of ocular hypertension. About one in every three people is considered a potential "steroid responder". Morphologic changes in the trabecular meshwork are suggested as the proposed mechanism through which steroid treatment results in ocular hypertension. The issue is usually reversible , when treatment is limited to a period of less than 12 months. The device causality is based on the confirmed information by implanting surgeon that both reported events were caused by patient related factors and were not caused/contributed by icl . Conclusions: based on the complaint history, work order search and the medical review, the root cause of the event was caused by patient related factors and was not caused/contributed by the icl. (B)(4).